Event description:
A lawsuit alleges that due to the "design, manufacture, assembly, marketing and sales of the sprint fidelis lead," the patient "has sustained and will continue to sustain severe physical injuries and/or death, and severe emotional distress." Additional information received reported the lead had been implanted for two days and was replaced, due to a report of high thresholds, no capture, sensing difficulty, and blood ingress. At that time, the lead was returned and tested within specification. No further patient complications have been reported as a result of this event. Sensing difficulty, high thresholds, and blood ingress near rv coil one-day post implant. Lead explanted due to poor r-wave sensing. It was noted that lead had blood ingress near rv coil. On (B)(6) 2008: a lawsuit alleges that due to the "design, manufacture, assembly, marketing and sales of the sprint fidelis lead," the patient "has sustained and will continue to sustain severe physical injuries and/or death, and severe emotional distress." Attorney later alleges the patient is deceased and that there was a lead fracture and/or explant. Review of manufacturer's database revealed the lead was explanted prior to the patient's death.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary: (B)(4) no anomalies found; full lead returned.